Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection could not be performed as the lens remained implanted. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted to date. Phone number: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens was implanted using the preloaded insertion system, model pcb00, the surgeon saw that the lens came out upside down. The surgeon was able to turn the lens in the same procedure without an incision enlargement or a delay. There was no patient injury. No further information was provided.